Event description:
It was reported that a spectrum iq pump bag ran dry and over-infused during patient infusion. 2 g (grams) magnesium for ventricular tachycardia (vt) was ordered, and the pump was programmed for 60 minutes as per the monograph. Five minutes later, reported a cool sensation at the intravenous (IV) site, at which time the full 100 cc (cubic centimeters) had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.